Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a pharmacist with additional information from a consumer, who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin m3 100u/ml) cartridge via reusable pen (humapen savvio blue) three times a day. Dose, route of administration, indication for use and start date were not reported. She was on holiday from (B)(6) 2016 and she used the humapen savvio (lot number 1402v08/product complaint (B)(4)) three times a day and she did not realize that the pen was faulty until (B)(6) 2016 when she realized that the human insulin 30/70 in the pen had not decreased, her glucose readings were not good, they were very high, her readings were rising between 20-30 (units were not provided); therefore she was hospitalized from (B)(6) 2016 to received and unspecified treatment. Her diet had changed quite dramatically while on holiday. In an unspecified date her legs were swollen. In an unknown date she saw the physician and an unspecified blood tests showed a possible problem with her liver. She became really ill and had to be in bed. Information regarding corrective treatments and outcome of the events was not provided. Human insulin 30/70 was changed in an unknown date to insulin lispro 25/75 kwikpen. The operator of the humapen savvio was the patient and her training status was unknown. The humapen savvio model duration of use and the suspect humapen savvio duration of use were not reported. The suspect device was discontinued and was returned. The reporting pharmacist and consumer did not provide an assessment of relatedness between the events and human insulin 30/70 and the humapen savvio. Update 12aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting; added the product complaint number of (B)(4); and updated the humapen savvio from unknown color to blue based on the verifiable lot number.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in narrative. Please refer to update statement dated 23sep2016 in the narrative. No further follow up is planned. Evaluation summary a pharmacist and a female patient that her humapen savvio device was not delivering insulin. She experienced increased blood glucose levels. Investigation of the returned device (batch (B)(4), manufactured february 2014) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist with additional information from a consumer, who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin m3 100u/ml) cartridge via reusable pen (humapen savvio blue) three times a day. Dose, route of administration, indication for use and start date were not reported. She was on holiday from (B)(6) 2016 and she used the humapen savvio (lot number 1402v08/(B)(4)) three times a day and she did not realize that the pen was faulty until (B)(6) 2016 when she realized that the human insulin 30/70 in the pen had not decreased, her glucose readings were not good, they were very high, her readings were rising between 20-30 (units were not provided); therefore she was hospitalized from (B)(6) 2016 to received and unspecified treatment. Her diet had changed quite dramatically while on holiday. In an unspecified date her legs were swollen. In an unknown date she saw the physician and an unspecified blood tests showed a possible problem with her liver. She became really ill and had to be in bed. Information regarding corrective treatments and outcome of the events was not provided. Human insulin 30/70 was changed in an unknown date to insulin lispro 25/75 kwikpen. The operator of the humapen savvio was the patient and her training status was unknown. The humapen savvio model duration of use and the suspect humapen savvio duration of use were not reported. The device was returned on 15-aug-2016, and no malfunction was found. The reporting pharmacist and consumer did not provide an assessment of relatedness between the events and human insulin 30/70 and the humapen savvio. Update 12aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting; added the (B)(4); and updated the humapen savvio from unknown color to blue based on the verifiable lot number. Update 23sep2016: additional information received on 23sep2016 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.